Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that the patient was experiencing a shocking sensation that could be felt traveling through the length of the device. An impedance check was performed and there were no impedances. The device was turned off to see if the shocking sensation still occurred and the shocking sensation did not occur when the device was off. Other programs were tried and the patient was unable to find a comfortable setting. The cause was unknown and the issues were ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.